Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to this batch being manufactured in 2013 and files are retained for 7 years, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that boxes do not have an expiration date. (B)(4) records expiration date missing for cat 324911. (B)(4) records expiration date missing for cat 328466. (B)(4) records expiration date missing for cat 305155. Verbatim: 2021-01-26 pharmacist stated, "boxes don't have an expiration date". (B)(6). Pharmacist wanted assistance with determining expiration date from lot# provided products have not been used stated, she will throw product out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that boxes do not have an expiration date. Pr 2343706 records expiration date missing for cat 324911. Pr 2345046 records expiration date missing for cat 328466. Pr 2345064 records expiration date missing for cat 305155. Verbatim: (B)(6) 2021 pharmacist stated, "boxes don't have an expiration date". Cl. Pharmacist wanted assistance with determining expiration date from lot# provided products have not been used stated, she will throw product out"